Event description:
It was reported that the rubber on the patient's battery charger has melted. There was no allegation of serious injury associated with the issue and a replacement equipment was sent to the patient.

Manufacturer narrative:
This report is submitted on march 30, 2022.